Event description:
Issues occurred with multiple syringes and multiple patients. There are several issues with the monoject syringes. First, the number on the side rub off very easily. This is concerning when verifying doses and accurate medication delivery. Second, the plunger easily withdrawals completely out of the syringe making it a risk to waste medication or flush when pulling up medications. Third, on the flip side the plunger gets stuck when trying to expel air or administer medication and not advance. When a nurse attempted to advance the syringe in demonstration, medication shot out of the syringe forcefully and all over the sink.